Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6)2015. The sensor was inserted on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The pediatric receiver ((B)(4) /lot number 5197978), being used with the complaint sensor, was returned on (B)(4) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A definitve root cause could not be determined.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(4) 2015. The complaint of inaccurate cgm readings was confirmed.